Manufacturer narrative:
Concomitant medical products: dtbb1d1 crtd, implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a patient family member that shortly after the cardiac resynchronization therapy defibrillator (crt-d) was implanted, there were "sounds" and "something (did not) seem right." The patient family member said there was a "fractured wire" which "they said it was ok and that it (the device) still works." When the patient was hospitalized for congestive heart failure, the patient family member said there was a "second fractured wire" so the "device was turned off." Later that day, the patient's body "gave off a big jerk" and the hospital staff brought the "crash cart" and used cardiopulmonary resuscitation (CPR); the patient was then "sitting up and was better in less than 10 minutes." Then the patient was transferred to the intensive care unit (ICU) where the patient "went downhill really fast" and died. The patient family member was questioning if the device shocked the patient, or if it was off. Follow-up with the physician's office was attempted but no information could be obtained. No further patient complications have been reported as a result of this event.